Event description:
It was reported that two bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) mold contamination was found. The following information was provided by the initial reporter: customer is reporting mold contamination on 2 disks.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that two bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) mold contamination was found. The following information was provided by the initial reporter: customer is reporting mold contamination on 2 disks.

Manufacturer narrative:
H.6. Investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221283, plate trypticase soy agar (B)(4) ea, batch number 3006192 and bd complaint number (B)(4) for contamination. During manufacturing of material 221283, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3006192 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 3006192. Retention samples from batch 3006192 were not available for inspection. Two photos were received for investigation. One photo shows the bottom of a plate from batch 3006192 (time stamp 0114) with fungal growth. The other photo shows the agar surface of a plate from batch 3006192 (time stamp 0114) with one colony of growth visible at the edge of the media. No return samples were received for investigation. This complaint can be confirmed for contamination.